Event description:
It was reported a patient was having a stent procedure and an angio-seal was used for closure. The femoral angiogram was normal and there was good vascular access in the common femoral artery (cfa). The angio-seal was deployed without incident and worked according to the IFU. Hemostasis was not achieved and the physician had to hold manual compression. A small hematoma had also formed at the puncture site. Manual compression was held again for approximately fifteen minutes and then a femostop was applied. The patient returned to the ward with the femostop in place and was managed by a nurse to control the hematoma. Hemostasis was eventually achieved and the patient's hospital stay was extended for further monitoring. The patient was eventually discharged from the hospital with no other complications reported.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states the bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.